Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6)2023, the patient reported waking up to her dexcom alerting for a cgm reading of low mg/dl. No bg meter comparison was done at this time. The patient went to the kitchen to drink some juice and while doing so, the patient passed out and fell. The patient regained consciousness on her own and tried to get up to continue drinking some juice. At this time, the patient¿s husband tested the patient¿s bg meter reading, which was 72 mg/dl and the cgm was still reading low mg/dl. The patient¿s husband called 911 and the patient was transported to the hospital. The patient cannot recall the treatment/medications provided to her while hospitalized, other than being given some tylenol. No other bg/cgm comparison values were reported for this event. The patient was diagnosed with a spinal compression fracture from her fall. The patient was discharged home after approximately 24 hours. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. The patient was still recovering and in pain at the time of report. No additional patient or event information is available.